Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Further information from the reporter regarding implant physician and explant physician has been requested.

Event description:
Reported on medwatch that read as follows; event desc: patient had laparoscopic gastric banding done last year. The gastric band would not inflate. The patient returned to the or this year for laparoscopic gastric banding revision. When the band that was first implanted was removed, it was tested on the surgical field and found to be leaking. The band was replaced by another band made by the same manufacturer. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.)